Event description:
The manufacturer received information alleging that a ventilator did not deliver air flow as usual. They reported a high inspiratory pressure alarm occurred and that even after connecting the device to a test lung, the pressure continued to increase rapidly and behave the same. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information alleging that a ventilator did not deliver air flow as usual. They reported a high inspiratory pressure alarm occurred and that even after connecting the device to a test lung, the pressure continued to increase rapidly and behave the same. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported issue was unable to be duplicated. The error log was checked and no record of the error occurred. Additionally, no abnormality was found by final testing and internal checking. The device's system board and flow sensor were replaced preventatively.